Event description:
It was reported by service report that the foot section would not latch due to loose fasteners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.